Event description:
It was reported that the generator failed the electrical safety test during incoming inspection. Generator was not being used in a procedure when discovered. No patient contact.

Manufacturer narrative:
(B)(4). Product received with minor cosmetic issues. Per service manual operational and diagnostic analysis does not confirm electrical safety failure. The front fan has a noise issue. The repair and testing of the unit was not completed as the unit will not be returning to customer. Unit placed in long term hold.

Manufacturer narrative:
(B)(4). When additional information is received and/or the repair has been completed, a supplemental medwatch will be sent.